Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
(B)(6): on (B)(6)-2009, an elevate anterior & apical graft was implanted for vaginal prolapse. On (B)(6) 2009, the pt reported pelvic pain and discomfort and was experiencing dyspareunia. Pt was instructed on pelvic muscle exercises. On (B)(6) 2010, the pt reported she no longer had pelvic pain, discomfort or dyspareunia. This event is resolved.